Manufacturer narrative:
Submit date: 06/29/2016 an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 06/20/2016 that a patient experienced an adverse event with a nasal feeding tube. The customer reports that on an unknown date, the patient experienced aspiration. The titration was supposed to end (B)(6) 2016 and the tube was removed. It was planned that he would be discharged on (B)(6) 2016. The patient began to suffer from aspiration and fever. On (B)(6) 2016, the patient experienced sepsis. He was sedated and ventilated on (B)(6) in the intensive care. The patient was on titration during the start and the end date. It was reported that the patients fever was decreased and he was in consciousness. The patient was treated with rocephin.

Manufacturer narrative:
Submit date: 11/8/2016. A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. The reported condition by the customer could not be confirmed. According to the investigation, the most likely root cause indicates that the failure mode could occur during product use. The instructions for use states that the use of this product is contraindicated in patients with known sensitivities or allergies to its components. Personnel were notified about the incident. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.